Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient is experiencing stroke like symptoms and they wanted to get a CT scan for the patient. No further complications were reported or anticipated with this event. Additional information was received from the rep indicating that the patient has been admitted and is having an MRI scan done. That is all the info they have received. Additional information received from a consumer via a rep indicated the patient had a stroke and their right side was numb. Resolution was unknown. No further complications were reported as a result of this event.